Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, a lead malfunction was noted. As a result, the lead was not successfully implanted. No adverse patient effects were reported.